Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -7.5 diopter tore during loading. This occurred on (B)(6) 2021. There was no patient contact with the lens. The cause of the event is reported as: "lens torn while pulling in the cartridge." An alternate lens was successfully implanted and the problem is resolved.